Event description:
Event description guidant received information that this implantable transvenous defibrillation lead exhibited a decrease in impedance from 500 to 300 ohms, a decrease in r-waves from 6 mv to 2-3 mv and an increase in threshold measurements to 6.5 v @ 0.5 ms, one day post-op. The rep also noted oversensing. The atrial port is plugged. ,